Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer had an issue with quality control results out of range and retested patient samples that had been tested earlier in the day on another cobas 8000 e801 module. Of the data provided for multiple assays, only the results for elecsys ft4 assay, elecsys probnp immunoassay, and elecsys prolactin assay were discrepant. The erroneous initial results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested but were not provided. The customer performed liquid flow cleanings (lfc) and repeated quality controls which were acceptable. This type of event usually indicates an issue with the beads capturing and contamination of the liquid flow path. The field service representative stated the issue was resolved after cleaning of the measuring cell flow path (lfc). A specific root cause could not be determined. A possible cause was a preanalytic issue.